Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had diabetes ketoacidosis and met her doctor for it. The customer also stated that, upon insertion sensor bleed. Customer was bleeding and unable to check blood glucose. Customer stated that she was having issues about the sensor and she was running out of supplies. The devices were not returned for analysis.